Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon shed fluff, inner fluff shed, front and back were scattered [device breakage]. Case narrative: consumer reported via phone that the tampons inner fluff had shed. No injury reported.

Event description:
Tampon shed fluff, inner fluff shed, front and back were scattered [device breakage]. Case narrative: consumer reported via phone that the tampons inner fluff had shed. No injury reported.

Manufacturer narrative:
Product investigation is in progress.